Event description:
It was reported the device exhibited a failed volume test, device was over infusing during bench test. No patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a peeling dso seal. There was no evidence of the reported problem in the device's event history log. To conduct functional testing three accuracy tests were performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. To address the issue the expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.